Event description:
The right ventricular lead showed a gradual rise in pacing impedance and increased threshold. The lead pace sense was capped and replaced, but the superior vena cava (svc) therapy portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.